Event description:
Consumer reports eye damage resulting from lasik surgery using an excimer laser, performed to correct nearsightedness. The surgery was performed on 12/4/97 on both eyes. Right eye now has 20/60 vision (20/40 with glasses). The left eye has 20/100 vision-not correctable. Consumer has double vision. Consumer was told by physician that her vision is fine. She has since seen at least 2 drs who told her problem was not treatable. Consumer reported vieweing a videotape on the lasik procedure prior to the surgery. She believes the videotape was produced by the laser MFR.